Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged/detached lapjoint area of the sheath. Impedance testing shows a good unit wave form. It was observed that the catheter leaked in the lapjont when it was flushed. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the damaged/detached lapjoint is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-dec-2016. It was reported that lost image occurred. An opticross¿ imaging catheter was used to view the target lesion. During the procedure, when the physician inserted the opticross¿ imaging catheter into the patient's body, image lost occurred. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage in the lapjoint area of the sheath.